Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 540mg/dl and a manual injection was administered to address the bg level. A supply change was performed to resolve the occlusion and no additional occlusions were received. A system check was performed using the current supplies and the pump performed as expected.